Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 2018 00982. Concomitant medical products; 51-106110 tprlc 133 mp type1, lot 3340327, 110003634 biolox delta cer lnr 36mm e, lot 3449524, 650-0661 delta ceramic fem hd 36/0mm, lot 3458844. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the patient reported rarely moderate pain after unusual activity, may take aspirin. Moderate limp, cane most of time, moderately difficult to wash/dry, moderate trouble getting in or out of car, moderately difficult to put on socks, moderately difficult to shop, moderately difficult to climb stairs, moderately painful to stand up, limping often, moderately interfered with usual work at the 6 months follow up visit. Attempts have been made and no further information has been provided.